Event description:
Caller reported that the cartridge was not fitting properly on the pump because it was not fully snapped into place. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller to remove the pump case and clean the pneumatic tap area, which involved removing an o-ring and using an alcohol wipe or lint-free cloth. After inspecting and confirming the cartridge o-ring was undamaged, the caller successfully reloaded the original cartridge and resumed insulin therapy.